Event description:
"Customer reports on 2 separate occasions, veins ruptured when dilating with the device. Customer did not report these events to co until several months after they occurred and was unable to supply date/customer information/or specific pta's used."